Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013, inratio2: 5.4, inratio: 1.7, mean: 3.55, s.d: 2.62, %cv: 73.70. Inratio meter results failed the criteria for precision, generating a %cv greater than 20%. Comparison of inratio test with lab results provided by end-user at time of complaint was filed: date: (B)(6) 2013, inratio2: 5.4, inratio: 1.7, lab: 2.0, mean: 3.03, confidence limits: 1.8 - 4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio inr values were outside of the confidence limits for inr testing. The results were considered discrepant within the context of documented variability for inr testing. No product associated with the complaint is expected for return. In-house therapeutic donor testing was performed on reported lot 304243. Results as follows: donor: 212; inratio results: 1.9, 2.1, 1.9; reference: 1.65; bias threshold 1.15 - 2.15; %cv: 5.87. Donor: 2.3; 2.5, 2.4, 2.6; 2.50; 1.50 - 3.50; 4.00. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Seventeen discrepant result complaints were reported for lot 304243 yielding a complaint rate of 0.011%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4)) correction action is not required at this time. Root cause could not be determined from the info provided by the customer. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant results with the inratio2 meter compared tot he lab for one pt. Complaint summary: date: (B)(6) 2013, inratio inr: 1.7, inratio2 inr: 5.4, lab inr: 2.0. All testing was performed within 10 minutes. Pt's therapeutic range was not provided.